Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that wear was found in the adhesives around the light guide lens and the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.